Manufacturer narrative:
One hemostasis-type introducer was returned for evaluation. The introducer was examined and no damage was observed to the valve body or internal components. Leak testing was also performed with and without the returned catheter inserted and no leakage was observed. The lot number was not provided; therefore, a device history record review could not be performed. There is no indication that the introducer contributed to the complaint reported; no damages or defects were noted during the evaluation. The introduction of air is a well known potential complication of all intravenous cannulation. No actions will be taken at this time. Manufacturer report number for catheter: 2015691-2012-16692.

Event description:
It was reported that a swan-ganz catheter and two intro-flex introducers were used during a mitral annuloplasty. "The blood pressure suddenly dropped to around 30mmhg when the chest was closed after the procedure. It was then found by echocardiography that pool of air was in the right atrium and right ventricular. The hemodynamics became stable through medication and there were no patient complications observed". It was unknown if the event was device related.